Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was broken at the reservoir compartment. The customer's blood glucose level was 110 mg/dl at the time of the incident. The product was returned for analysis.